Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 76, 120, 112 and 105 mg/dl. Tests were done within 10 minutes. Patient using the same fingerstick for both tests, has been cleaning meter incorrectly and does not have check strips. Patient did not experience any adverse events. No further information has been reported.